Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the dirt that was found on the inside of the light guide (lg) lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because dirt particles had entered through a gap in the lg lens glue. This gap was likely created by the application of stress forces on the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue was confirmed. Leaks on the insertion part observed during device evaluation. Device inspection and evaluation found, the inside of the lg (light guide) lens is dirty. Furthermore, the following findings during device evaluation were observed: there is crease at the screen due to damage of ccd unit. Liquid leaks due to crumpled part of distal-end (insertion tube). Insulation resistance is out of standards due to cutting part of connecting tube. Liquid leaks due to perforation of connecting tube (insertion part). Connecting tube is crumpled. Insulation resistance is out of standards due to crumpled part of channel tube. Liquid leaks due to perforation of channel tube. Ccd lens is broken. The adhesive part of ar (a-rubber) is broken. There is crease at the universal code. El-connector was corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "insertion part leakage". The issue found during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found the inside of the lg ( light guide) lens is dirty.